Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. It was also reported that an occlusion alarm occurred and that the pump indicated a data log corruption. Lastly, it was reported that a cartridge alarm 1 occurred during the load sequence. The customer's blood glucose was in 115-294 mg/dl range. Reportedly a new cartridge was loaded, and insulin delivery was resumed.